Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent dislodged during preparation and was not used on the patient. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen. The stent implant was dislodged from the sds. The first row of proximal struts were slightly smashed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no twisting noted to the balloon. There was no damage noted to the sds. The protective sheath was not returned. A laser micrometer was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. The outer diameters were oversized. Product performance engineering reviewed the incident information and analysis of the returned rx mini vision sds. It was reported that the stent dislodged during preparation and was not used on the patient. Stent dislodgement during reparation can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. Analysis of the sds confirmed that the stent had dislodged. Crimp marks were visible on the tightly folded balloon and between the marks, suggesting that the stent was originally positioned correctly and securely at the time of the manufacture. In addition, all online testing for this lot met stent movement criteria and a review of the release testing data revealed that all samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. The presence of contrast in the inflation lumen suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose and the outer diameters to be out of specification, as noted during the analysis. It was also noted that the proximal end of the stent was slightly smashed. This damage was not reported and may have occurred as a result of an interaction with the accessories, handling during shipment back to abbott for evaluation, or during manufacturing. However, there are many in-process controls to help assure that this was not a manufacturing issue. The lot history records were reviewed and there were no non-conforming material reports issued for the lot and a query of the complaint-handling database was performed and there have been no similar incidents reported with this part and lot number combination, which suggests that there are no lot specific product quality issues. In this case, a conclusive root cause cannot be determined for the stent dislodgement. This MDR is considered closed by the product performance group.